Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer noted smoke from the instrument when it was powered on. The smoke was described to be similar to the amount of smoke seen when blowing out a candle. The instrument was turned off. When the customer attempted to turn it back on the laboratory's main break tripped. Laboratory personnel did not have to evacuate the laboratory. There were no adverse events. A new power supply was installed, which resolved the problem. During the investigation it was determined the planar winding of the power supply was melted and discolored black. This is the most likely cause of the smoke generated at the time of the event.